Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they insulin pump had received software error detected as well as failed battery test and blank display. The customer¿s blood glucose level was unknown. Customer was able to successfully clear the alarm and received request to rewind pump. Customer was performed a self test and the test was passed. Customer was declined to troubleshoot. The insulin pump will not be returned for analysis.